Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. D4: UDI is unknown as the catalog/lot number was not reported.

Event description:
It was reported that the pin broke during a surgical procedure and then removed. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
No new information.